Event description:
It was reported that the patient with this pacemaker system and right atrial (ra) lead has three to four raised nodules along their clavicle that are infected. During the initial implant of the pacemaker, the physician had to tunnel through the patient's tissue to implant the new system. It is believed that this may have been the cause of the nodules. Additionally, there was low pace impedance noted on the right atrial (ra) lead. The pace impedance was low but still within the normal range. Subsequently, this product was explanted due to the infection. No additional adverse patient effects were reported.